Event description:
It was reported that the purewick urine collection system was not suctioning. Representative informed customer that a troubleshoot needed to be done to test the suctioning. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up received via phone on 13oct2022, it was reported that patient did have a urinary tract infection and was admitted to the hospital on one occasion. The patient was prescribed with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned

Event description:
It was reported that the purewick urine collection system was not suctioning. Representative informed customer that a troubleshoot needed to be done to test the suctioning. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up received via phone on 13oct2022, it was reported that patient did have a urinary tract infection and was admitted to the hospital on one occasion. The patient was prescribed with antibiotics.